Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device. Product ID 309201 lot# unknown serial# implanted: explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient stated they had two lead wires coming from under their bandage. Patient stated they seem connected but they were unsure. Patient advised to contact their clinician's office for more information. No patient symptoms reported. No further complications were reported at this time.